Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.